Event description:
It was reported that perforation of the skin subsides halfway only. The event occurred during surgery; however, there was no harm and no delay. No additional graft required and no medical intervention was needed. The missing perforation of the skin has been cut afterwards with a scalpel. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the sample graft passed but the cutter was damaged and replaced and resolved the reported issue. It was noted that the device has not been regularly returned for recommended annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that perforation of the skin subsides halfway only. The event occurred during surgery but there was no harm or delay involved. No additional graft needed. No adverse events were reported as a result of this malfunction.